Manufacturer narrative:
H11 corrected data: information received from a sales representative on 4/14/20 indicated that the actual device was discarded at the hospital; the devices that were previously received and analyzed were not related to this event. The actual device was not returned to the manufacturer for analysis. The root cause cannot be determined. Corrected data: (d10) corrected data: (h3) corrected data: (h6).

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Two devices were received in the returned package. The pusher and implant of the first device were returned stuck inside the catheter provided from the field. The implant was received severely stretched. The pusher was removed from the catheter and had contrast contamination stuck at the distal heater coil. The monofilament profile was a stretched tail shape, which confirms that the device was detached during the procedure within the catheter. Inspection of the pusher's monofilament found the profile to be indicative of a tensile separation. The physical evaluation of the device could not determine the conditions or circumstances that led to the stretching and separation, but it is consistent with the implant becoming stuck and then experiencing retraction forces that exceeded the strength of the implant coil winding and attachment monofilament. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil detached in the catheter. The coil was removed in its entirety together with the catheter. There was no reported patient injury or additional intervention.